Event description:
On 06/28/2006, nellcor puritan bennett received a report of splintering on the cannula of a shiley 8lpc tracheostomy tube. The caller reported that the device had been in use for a week prior to discovery of the defect. The caller reported the defect was discovered by a doctor after it had been decontaminated. The caller reported the doctor did not use the device on the pt after discovering the defect.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample and lot number associated to this report is not available for evaluation.